Event description:
It was reported that the zimmer skin graft mesher was not meshing properly and the gears were damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/08/2010 and was last repaired on 06/13/2012 for a non-related issue. Customer is a cadaver tissue bank which experiences heavy usage of devices. Evaluation of the device observed the roller gear, the left side plate, roller and comb to be damaged. Prior to repair the device was outside of calibration specifications on the left and right side. Two cutters were also returned for evaluation. Evaluation of the cutters determined that both 1.5:1 and 2:1 cutters produced acceptable test meshes. The cause of the reported event is likely the user not maintaining the device pere proper handling. The device was serviced and returned to the customer.